Event description:
It was reported that the patient presented remotely. Remote interrogation showed that the patient was inappropriately shocked due to their right ventricular (rv) lead exhibiting far p-wave oversensing. A chest x-ray was performed to reveal that the rv lead was dislodged. The rv lead was explanted and replaced. Patient was stable.